Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred when attempting to load a cartridge. Reportedly, the cartridge was filled with 175 units of insulin. Additionally, the customer reported putting air into the cartridge. The customer's blood glucose level was 130 mg/dl. Reportedly, the customer successfully added insulin to the existing cartridge and resumed insulin delivery.